Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient passed away possibly. It was noted the patient's death was believed to be due to a pulmonary hemorrhage in relation to severe pulmonary arterial hypertension. It was also noted the patient's issue was not device or procedure related.